Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via that during an unspecified procedure a pt graphix guide wire fracture occurred. Not patient complications were reported. Additional information has been requested and is not available.